Event description:
It was reported that a catheter break occurred. The catheter was replaced on (B)(6) 2014. During the surgery, the health care provider was unable to aspirate fluid. It was noted that the patient did not experience any symptoms. It was noted that the issue resolved without sequela on (B)(6) 2014. The drugs in the pump are hydromorphone and bupivicaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
Patient code (B)(4) no longer applies.

Event description:
Information was received from a health care professional indicating that the pump was replaced in (B)(6) 2014 and at this surgery, the catheter broke off and a new catheter was implanted. Part of the old catheter was left in place. There were no symptoms reported in relation to this event. The health care professional was asking about doing a magnetic resonance imaging for other reasons and a broken catheter left implanted